Event description:
Customer complaint reported sporadically shortened aptt results when using the rpt-sys test group mode on their acl elite coagulation analyzer. The initial aptt (sys) results were shorter than repeat results. Clot curves appear appropriate with no errors or warnings. There was no change to pt treatment as a result of this event.

Manufacturer narrative:
Issue description: known issue of sporadically lowered aptt results outside of the clia allowable error limit of 15% when using il locked pt/aptt test groups on the acl elite (B)(6). Root cause: pt reagent carryover in the test group mode is a possible contributing factor in the occurrences of the lower aptt values. Recall in-process: a recall is currently underway on this instrument family (reference internal recall no. Recall 2010-012-c). The recall is being tracked through the local (B)(6) FDA district office (B)(6) and (B)(6). Note: FDA assigned recall no. Pending. Customer have been issued an urgent product notification advising them to discontinue use of all il locked pt/aptt-based test groups and to only run their instrument in single test or profile mode until further notice. Note: this complaint pre-dates the issuance of the notification to us customers (mailed on (B)(6) 2010).